Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had a driveline infection starting on (B)(6) 2019 and the patient was not admitted. The driveline infection is considered device related per lvad coordinator. Wound culture showed coagulation negative staph infection but blood cultures were negative for any infection. A CT scan of the abdomen and pelvis did not show any signs of fluid collection or infection. Symptoms included pain and drainage at driveline exit site. The patient was treated with keflex 500mg orally 4 times per day and doxycycline 100mg. Infectious disease physician discontinued keflex on (B)(6) 2019 and added a 7 day course of doxycyline. The patient completed doxycycline treatment on (B)(6) 2019 and was asymptomatic at the time. The plan of care is to monitor on outpatient basis.